Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose level of 700 mg/dl. Customer was treated with manual injections. Customer stated serter was not working which lead to high blood gulcose. The customer was wearing the insulin pump at the time of admission. Troubleshooting was performed. The customer was advised a replacement will be sent. The insulin pump was not returned for analysis.